Event description:
The customer was getting high blood glucose results on the device and taking extra insulin and then eating less food. The device read 313 mg/dl and pt took insulin and went to bed. They woke up perspiring and soaked. They pressed their medic alert button and emts came. They checked their glucose on their device and the result was 229 mg/dl. Pt advised them not to treat them. They were taken to the hospital and their glucose was 45 mg/dl. They were given oj and sugar, then kept for four days. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.